Event description:
Information was received that reported a patient was hospitalized on (B) (6)2010, due to an incident of hyperglycemia. Per the patient, his blood glucose on (B) (6) at 9:30 pm was 142 mg/dl. The next day the patient awoke at 11 am and his blood glucose was "high" and he was ill. Six hours later he was brought to the hospital. Upon admit, his blood glucose was 379 mg/dl and he was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.